Manufacturer narrative:
This device was returned to mmdg for evaluation. Based on the original complaint information, the pump may have been under infusing, but it did not appear to be at a reportable rate. During the investigation the pump under infused at a rate that mmdg considers reportable. A misaligned rotor caused the under infusion. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that this occurred during testing and provided no other information. When the pump was returned to mmdg for investigation it was found that the pump was infusing at a rate that mmdg considers reportable. (B)(4).